Event description:
On 17-apr-2026, this spontaneous report was received from a consumer via email regarding a female consumer (age not provided) in association with a super cooling pad. On an unspecified date, the consumer applied a super cooling pad topically. After two days of using the product, her hemorrhoid became inflamed. She thought it was due to the chemicals in the pad. She did not think the scent should be in the pad. On an unspecified date she went to her doctor's office. She anticipated seeing a surgeon on (B)(6) 2026. Follow up was unsuccessful in obtaining additional information.

Manufacturer narrative:
The patient developed hemorrhoidal inflammation after using the scented sanitary pad. Investigation confirmed no device defects or nonconformities. The adverse event was due to a local inflammatory response triggered by fragrance components in the pad, representing a patient-device interaction, not a device malfunction.